Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that shaft break occurred. The target lesion was located in the mid left anterior descending artery. A 3.0mm x 15mm quantum maverick balloon catheter was advance for dilatation; however, the delivery shaft was fractured from the middle. The device was completely removed and the procedure was completed with another of the same device. No patient complications nor injuries reported and the patient was stable.

Event description:
It was reported that shaft break occurred. The target lesion was located in the mid left anterior descending artery. A 3.0mm x 15mm quantum maverick balloon catheter was advance for dilatation; however, the delivery shaft was fractured from the middle. The device was completely removed without any issue. The procedure was completed with another of the same device. No patient complications nor injuries reported and the patient was stable.

Manufacturer narrative:
A2 - age at time of event: 18 years or older. Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was a complete separation at 70.2cm distal of the strain relief. The balloon was tightly folded. Inspection of the remainder of the device presented no other damage or irregularities.